Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission noted that the pulse generator exhibited under-sensing. The patient had no adverse consequences.